Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported loosening screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. The customer originally reported screw loosening but later updated to screw fracture, after product inspection triggered follow up for further clarification. Device history record (DHR) review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor confirmed by email that screw fractured before.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h6: adverse event problem h10: additional narrative.